Event description:
A complaint was received regarding a 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), that experienced leakage. The report stated that the device is leaking. Sample photos are provided. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Investigation summary three (3) photos were provided for evaluation, unable to confirm complaint from the photos provided. Received three (3) used list# b33980, 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), luer lock. One (1) used list# b33980, 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), luer lock; one (1) used list# unknown, micro clave; for evaluation. As received, there was no physical damage or other anomalies observed. All four (4) samples were leak tested per specification. A leak was observed to be coming from the shunt and tapered connection of the trifurcated connector bond of all the samples returned. The bonds where the leakage was observed were separated and insufficient solvent coverage in the bonds were found on the sets. The complaint of leakage can be confirmed. A device history record review could not be conducted because no lot number(s) was/were identified. The probable cause is due to insufficient solvent coverage during assembly in ensenada.

Manufacturer narrative:
Additional information in b5.

Event description:
Received additional information: the reporter stated that they have defective products that are still on hand. There was unknown delay in therapy reported. The total affected product were 9 cases.